Manufacturer narrative:
Follow-up #1: date of submission 05/20/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 05/14/2014 with the following findings: during investigation, a review of the pump's black box showed one unexplained pump reboot on 04/06/2014. The pump powered on properly with the returned battery cap. The battery cap was able to fully tighten to the pump. The battery cap height and width measurements were found to be within specifications. A power loss was not observed. The battery compartment was found to be intact. During testing, the pump was exercised for 24 hours with no reboots, loss of power or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The intermittent power issue was shown in the history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pumper booted without user intervention. The reporter denied damage to the battery compartment or moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.